Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. Solidified solids were evident within the balloon chamber that suggests that the device was prepped for use. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified ostial lesion in the right coronary artery (rca). Multiple attempts with multiple guide catheters were done to engage but could not engage properly. The wire keep coming out. The non-bsc guide wire was advanced towards the lesion. A 16.0 x 3.5 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and a 12.0 x 3.0 promus premier¿ stent was advanced but also failed to cross the lesion. The procedure was stopped and the patient was scheduled for rotablation the following day to break down the calcification. No patient complications were reported. Following rotablation, an unspecified stent was implanted and the patient's status was fine. However, device analysis revealed stent detached/separated.